Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No pump was returned. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint #(B)(4) for an investigation into the console.

Event description:
The complainant reported the use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During use, placement signal alarms were triggered, including a 'placement signal not reliable' alarm. Despite this, the account continued to monitor the patient¿s hemodynamics. There was no known patient harm or injury.